Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified and moderately tortuous lesion in the right coronary artery. The 10mm x 3.5mm wolverine coronary cutting balloon ruptured upon inflation at six atmospheres. The procedure was successfully completed with another of the same device without further issue or patient injury.